Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? It was completed 2. Did the device deliver any staples? Yes. 3. If yes, were the staples formed properly? Yes. 4. If yes, was the staple line complete? Yes. 5. Did the device cut? Yes. 6. If yes, was the cut line complete? Yes. 7. If yes, was there any issue with the cut line? No. 8. Was there any difficulty opening the device jaws? No.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2026. B3: only event year known: 2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify " the powered stapler had sticky button" was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric sleeve procedure, it was observed that the powered stapler had a sticky button. The surgical team had to open a new stapler yet its blister pack was already torn, compromising sterility. The procedure was successfully completed using alternative devices, with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 2/10/2026. D4 batch #632d38. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with body fluids, without a reload present, and no packaging was returned for analysis. Since no packaging was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The event described of packaging integrity could not be confirmed as no packaging was returned for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 632d38, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/25/2026. D4 batch #632d38. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with body fluids, without a reload present, and no packaging was returned for analysis. Since no packaging was returned for analysis, no visual inspection could be performed to evaluate the incident reported. It could not be determined what may have caused the reported event. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. The event described of packaging integrity could not be confirmed as no packaging was returned for analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 632d38, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 2/9/2026. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information obtained: the surgeon said that the trigger and the jaw mechanism weren¿t operating as freely as he was used to and the only way to describe it was that they felt ¿sticky¿.